Event description:
A malfunction alarm was reported by the customer, identified as malf 16. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support arranged for the replacement of the pump. The customer planned to use multiple daily injections (mdi) as a backup therapy.